Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported difficult to remove and deformation due to compressive stress was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). The patient anatomy included previously implanted stents with in-stent restenosis. The dragonfly opstar imaging catheter was advanced over the balance middleweight (bmw) guide wire. The dragonfly opstar was used without issue and after imaging was performed, an attempt was made to remove; however, the bmw guidewire was also removed. The physician had not intended to remove the guidewire, and upon removal, it was noted that the end of the bmw was angulated and mangled. There was no resistance noted during removal of the dragonfly opstar and bmw guide wire, but the devices were entangled. The physician rewired the vessel with a new bmw guidewire and the procedure was continued and completed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The dragonfly opstar device referenced is filed under a separate medwatch report number.